Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing impedance and pacing threshold measurements. A lead revision was performed where this lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was not returned for analysis.